Manufacturer narrative:
Continuation of concomitant products: 409252 lead, 459245 lead, implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) with infection of the implantable pulse generator (ipg) system. The system was explanted as a result. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.